Manufacturer narrative:
Product analysis: the device was discarded, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter aortic bioprosthetic valve into a patient with severe aortic stenosis, the valve was deployed at an approximate implant depth of 4-5mm. During deployment, the valve frame dislodged upward, but the coronary arteries were confirmed patent. It was reported that the valve dislodged a bit more after release, and the implantation depth was approximately 0 mm. No post-implant balloon aortic valvuloplasty (bav) was performed. Approximately 20 minutes following the procedure, as the patient was transferred back to the unit, the patient went into cardiac arrest. The valve had obstructed the coronary artery. The valve was repositioned with a snare. The patient was brought to surgery. The transcatheter valve was explanted and replaced with a surgical valve. The patient remained intubated in the intensive care unit. One day following the valve implant, the patient was extubated and was reported to be in a stable condition. No additional adverse patient effects were reported.

Manufacturer narrative:
No images of the implantation procedure or the implanted valve were available for medtronic review and the valve was not returned to medtronic for product analysis. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others. The valve was deployed within the recommended implant depth range of 1 to 5 mm at 4-5 mm. Per the instructions for use (IFU), coronary occlusion is listed as a potential risk associated with the implantation of the device and it can be attributed to procedural factors (e.g., valve positioning, sizing, technique, etc.) And/or anatomical factors. It was reported that the valve had obstructed the coronary artery. The valve dislodgement to a higher position was a likely contributing cause to the coronary occlusion. Cardiac arrest is a known potential adverse effect per device IFU. The coronary occlusion may have been a contributing cause to the cardiac arrest. A device history record (DHR) review is not required as the event description does not indicate a potential manufacturing issue. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.